Event description:
New information received notes that the lead was explanted. The patient was stable during and after the procedure. No plans were made to replace the system. Correction of initial event: it was reported that x-ray showed that the rv lead perforated the aorta. The patients condition was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a chest x-ray revealed that the lead dislodged. The patient remains in stable condition and will be monitored.